Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The primary tubing set was being used to deliver 500ml normal saline at a rate of 50ml/hr via a plum a+ pump. At the unspecified time, the male adapter of the secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of scancortin at a rate of 20ml/hr. After an unspecified length of time after the infusion was started, the patient complained of something cold on her blouse and arm being wet. The nurse noted a leak on the proximal end of the filter on the primary tubing set. Approximately 15ml of solution leaked. The physician was notified. The tubing set was replaced and a repeat does of scancortin was given to the patient. There were no reported adverse patient effects. Hospira's medical investigation is complete.